Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change when the infusion set was not connected or deployed correctly, and the pump displayed 120 units without visible drops; the cartridge was later found empty and a subsequent guided supply change with a new cartridge restored drops and insulin delivery. Symptoms included high blood glucose readings up to the ¿high¿ range initially, decreasing through 380 mg/dl, 350 mg/dl, and then 290 mg/dl. Outcomes included transient hyperglycemia without hospitalization, with glucose trending down after correction and continued monitoring. Investigation included troubleshooting and user education on proper infusion set connection, cartridge rewind, and priming, as well as follow-up assessments of glucose trends. Investigation of this case revealed an infusion set handling error or incorrect connector attachment that prevented insulin delivery until the set and cartridge were replaced and primed, consistent with an infusion set and cartridge use-related problem. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.